Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object stuck/clogged in the water channel, but the foreign object could not be identified. Due to leakage from the scope connector, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manualchapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the switch button was inoperable. The channels of the control body were exposed during evaluation and the water channel was cloudy in appearance due to the contamination. Also, evaluation found the up and left angle was not to specification, the distal end adhesive was lifting the distal end cap was worn, the light cover glass adhesive was pitted and fluid was evident in the light cover glass. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the switch #1 button of the evis lucera gastrointestinal videoscope was not working. The issue was found during maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material, which was believed to be an infacol (simethicone) type product, in the water channel. The report is being submitted due to foreign material in the scope found during evaluation.